Event description:
The customer reported, "changing to half dose screens not working." The fse noted, "customer reported when half dose was selected nothing would work and was unable to expose for a min." There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.